Manufacturer narrative:
D4; h4, 6: information anticipated, but unavailable at this time.

Event description:
It was reported that during an unk procedure, the staples ejecting from the devices. Another device was used to complete the case.there was no consequence to the patient.